Event description:
It has made my teeth crack [tooth fracture]. There is some plastic on the brush head that caused this [product physical issue]. Case description: a male consumer of unspecified age used oral-b trizone brushhead, 1 application, once a day on unspecified dates and experienced two cracked teeth after using the product due to some plastic on the brushhead. After the first tooth cracked, he visited his dentist; after the second tooth he only called the dentist. He treated his symptoms with tombyl. Relevant history: no allergies. Concommitant medication: no information was provided. The case outcome was : not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.